Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. The device is available for testing and evaluation but has not been received as of this writing. Additional info received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that while connecting the device to the indeflator, a hub crack was noted. Both fluid and air were flowing out of the device. The device was not resterilized. There were no anomalies noted when the device was taken out of the package. The device was not pulled from the packaging by the hub. It is not known if the device was prepped following IFU instructions. Difficulty was encountered while flushing the sds and while connecting the hub to the indeflator device. The device was not used in the pt. There was no pt injury reported.